Event description:
It was reported that "patient had right total knee implant in 2009. Then the following month, had total hip. After the hip surgery, the patient presented to dr complaining of leg length discrepancy, saying that right leg was longer after the hip surgery"

Manufacturer narrative:
Evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report. The following other hip devices were also listed in this report: trident psl ha solid back 52mm; cat# 540-11-52e; lot mepjhk; secur-fit max; cat# 6051-1035s; lot mepy5y; trident 0 x3 insert 36mm ID; cat# 623-00-36e; lot mhehre. The following other knee devices were also listed in this report: triathlon-cr femoral component cemented #4 right; cat# 5510-f-402; lot slp4c; triathlon cr x3 tibial insert; cat# 5530-g-311; lot mermmd; triathlon prim tib baseplate - cemented; cat# 5520-b-300; lot zfwr; triathlon asymmetric x3 patella; cat# 5551-g-320; lot 851p. It cannot be determined which, if any of these devices may have caused or contributed to the patient's leg length discrepancy.